Event description:
Caller reported that the t: slim x2 pump battery would not charge, despite attempts to charge it with various adapters and cables. There was no reported adverse impact on customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.